Event description:
A customer reported the equipment presented weak potency and continuous irrigation during the procedure. The procedure was converted to an extracapsular extraction and was completed with more than a 15 min delay. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and could not replicate the problem reported. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system event log did not reveal any unusual event or system message captured on the date of the reported event. A review of the complaints did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).